Event description:
It was reported that the customer experienced low blood glucose levels, and went to the emergency room. The blood glucose reading was not reported. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. It was stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.